Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 7 days of tonsillectomy, the tonsil of the patient bled and was re-admitted to control the bleeding using monopolar energy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.